Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the synframe extensions are faulty; the screws are in the incorrect orientation and thus the ring couldn¿t be assembled. The surgical staff were able to use breakable synframe hinges as extenders instead. Procedure was completed successfully. Patient status is unknown. Concomitant devices: synframe holding ring (part: 387.336, lot: unknown, quantity: 1), synframe 1/2 ring (part: 387.337, lot: unknown, quantity: 1), synframe extension (part: 387.338, lot: 4l53724, quantity: 1) this report is for a synframe lengthener. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the device was not returned for evaluation. However, this issue was the first time reported under complaint (B)(4), the investigation of this complaint has shown that the lot 4l53724 of synframe-extension 387.338 was incorrectly assembled during the manufacturing process. Due to this manufacturing error following actions were introduced and no further investigation for this complaint (B)(4) is required. Jabil non-conformance , depuy synthes non-conformance , stop shipment 2020-017. H3, h4, h6: a review of the device history record. Device history lot part: 387.338, lot: 4l53724, manufacturing site: hägendorf, release to warehouse date: 19 june 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.